Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level; specific value and cause was not known. Customer was treated with IV and fluids of saline, customer was also given glucose. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.